Event description:
A wound ostomy continence nurse reported an fms device was inserted on (B)(6) 2013 by staff. The wound ostomy continence nurse stated less than 45cc was inserted into the balloon and the device began leaking at the distal end of valve on (B)(6) 2013. The wound ostomy continence nurse also stated she checked the connection and it was intact, then withdrew 5cc and instilled another 5cc.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The wound ostomy continence nurse stated the fms device was removed and a new one was inserted. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.